Event description:
It was reported that the patient presented in the emergency room after feeling a shock. Upon interrogation of the device, the episode was reviewed and device successfully converted the arrhythmia. Low hv lead impedance was observed. During the ICD replacement, lead fracture was observed. The lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.